Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for an extended charge time limit being reached was observed via a merlin transmission. A capacitor maintenance was completed successfully during an in clinic visit. The patient was asymptomatic and monitoring will continue.